Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 19 aug 2021: on (B)(6) 2021, the events of discharge on peg entrance and redness on the peg area recovered discontinued sulbactam serum use on (B)(6) 2021. On (B)(6) 2021, the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced stoma site redness and discharge and commenced treatment of intravenous sulbactam 1gm. At the time of report, the patient remained in the hospital.